Event description:
It was reported that during the procedure, the 3.0 x 20 mm trek otw dilatation catheter balloon was advanced with some difficulty into the patient anatomy to treat a lesion in the heavily calcified and tortuous mid 1st obtuse marginal artery. The dilatation catheter balloon was inflated to 24 atmospheres and a rupture occurred. The balloon ruptured circumferentially and a portion detached in the patient anatomy. The dilatation catheter was removed from the patient with some resistance noted. An attempt was made to snare the separated segment; however, the separated segment was unable to be retrieved and remains in the patient anatomy. No additional attempts at dilatation were made and the patient will be treated medically. There were no adverse patient sequelae; however, a clinically significant delay was reported due to the attempts to retrieve the separated segment. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture and separation were confirmed. Based on visual and scanning electron microscopy analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.